Manufacturer narrative:
Additional information: d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found within specification in relation to the customer reported 'blank display' which was not reproduced during evaluation. The device was found to function normally. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. Correction: d1 was updated from spectrum pump to spectrum iq pump.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a blank display. There was no patient involvement. No additional information is available.